Event description:
It was reported that during a total laparoscopic hysterectomy procedure, there was a lot of force needed to fire the device. The handle became stuck and would not release and could not push the handle out to unlock the jaws. At one point it was stuck on tissue but then the surgeon had to push the device open to get it off tissue. Another device was used to complete the procedure. No adverse consequences reported. One device will be returned. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The instrument was received with the energy button detached and returned with the instrument. The button was reattached to the instrument in order to test the device for functionality. Please note that this condition is unrelated with the event reported. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. Our manufacturing process verifies the presence and functionality of the instrument prior to shipping. No conclusion could be reached as to how the button detached from the instrument.